Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The date of the event is an approximation. In the early morning hours of (B)(6) 2025, the patient experienced a seizure while in bed, lasting approximately 3¿5 minutes. During the episode, she bit her tongue. According to the patient, the cgm appeared to be functioning normally prior to the incident. Neither the patient nor her husband was aware of her glucose level at the time, and no high or low glucose alerts were received from the cgm mobile device before the seizure. Her husband did not attempt any medical intervention but immediately called 911. Emergency services arrived approximately eight minutes later. By the time the ambulance arrived, the patient had regained partial consciousness. A fingerstick blood glucose test performed by emergency personnel showed a critically low reading of 22 mg/dl, prompting the administration of dextrose. The patient reported that she did not have the opportunity to check her dexcom device during or immediately after the seizure. She was transported to the emergency room for further evaluation. The patient arrived approximately 7:30 am, the initial glucose readings, cgm: 220 mg/dl and bg (fingerstick) was 116 mg/dl. The patient could not recall the specific medications administered during her treatment. The patient sustained a tongue laceration due to the seizure and received sutures. According to the patient, no prescription medications or specific discharge recommendations were provided by the attending healthcare provider. Prior to discharge, her glucose levels were rechecked cgm: 280 mg/dl and bg: 172 mg/dl. The patient was found to be stable and was discharged at approximately 3:00 pm. There was no documentation of further medical evaluation or follow-up intervention. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when ems checked bg readings. The reported glucose values fall within the c zone of the parkes error grid when checked in the emergency room and b zone before being discharged. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.